Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to unknown reasons. This device was replaced with a non-boston scientific device without any records of why was this replacement performed. The patient is not in a good mental state, this device is not expected to be returned. No additional adverse patient effects were reported.